Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: a type ib endoleak was reported 188 days post-procedure. On (B)(6) 2020, this 66-year-old female patient was urgently treated for acute thoracic aortic dissection type b with placement of a zta-pt-38-34-167, starting at zone 2. The study procedure included subclavian carotid bypass. Procedure imaging revealed patent study device, thrombosed thoracic false lumen, patent abdominal false lumen with flow from an unknown source, and no device issues. Follow-up imaging on (B)(6) 2020 revealed partially thrombosed thoracic false lumen with collateral flow from intercostal arteries, patent abdominal false lumen with collateral flow from lumbar arteries, patent study device, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2020 revealed retrograde progression of dissection without new entry tear, partially thrombosed thoracic false lumen with flow from type ib endoleak, patent abdominal false lumen with collateral flow from lumbar arteries, patent study device, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2021 revealed the same, with the exception that the abdominal false lumen was noted as partially thrombosed. Follow-up imaging on (B)(6) 2022 revealed no progression of dissection, partially thrombosed thoracic false lumen with flow from type ib endoleak, partially thrombosed abdominal false lumen with collateral flow from lumbar arteries, patent study device, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2023 revealed the same. On (B)(6) 2023, the patient experienced intracranial aneurysm which was not treated and is ongoing. The event was not related to the study device, procedure, or treated aortic disease. The 4-year follow-up visit on (B)(6) 2024 did not include imaging. Patient outcome: the type ib endoleak noted at the 6-month follow-up persisted on the 12-month, 2-year, and 3-year imaging. No adverse event or secondary intervention was entered in relation to the endoleak.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of the event. On (B)(6) 2020, this 66-year-old female patient was urgently treated for acute thoracic aortic dissection type b with placement of a zta-pt-38-34-167, starting at zone 2. The study procedure included subclavian carotid bypass. Procedure imaging revealed patent study device, thrombosed thoracic false lumen, patent abdominal false lumen with flow from an unknown source, and no device issues. Follow-up imaging on (B)(6) 2020 revealed partially thrombosed thoracic false lumen with collateral flow from intercostal arteries, patent abdominal false lumen with collateral flow from lumbar arteries, patent study device, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2020 revealed retrograde progression of dissection without new entry tear, partially thrombosed thoracic false lumen with flow from type ib endoleak, patent abdominal false lumen with collateral flow from lumbar arteries, patent study device, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2021 revealed the same, with the exception that the abdominal false lumen was noted as partially thrombosed. Follow-up imaging on (B)(6) 2022 revealed no progression of dissection, partially thrombosed thoracic false lumen with flow from type ib endoleak, partially thrombosed abdominal false lumen with collateral flow from lumbar arteries, patent study device, no thrombus, and no device issues. Follow-up imaging on (B)(6) 2023 revealed the same. On (B)(6) 2023, the patient experienced intracranial aneurysm which was not treated and is ongoing. The event was not related to the study device, procedure, or treated aortic disease. The 4-year follow-up visit on (B)(6) 2024 did not include imaging. No adverse event or secondary intervention was entered in relation to the endoleak. The patient remains in the study; data collection is ongoing. The complaint reported by the user was confirmed. The complaint is confirmed based on customer testimony and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. There is evidence to suggest that user did not follow the instructions for use and/or label. According to the instructions for use ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations - dissections¿. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. It is concluded that the reported type 1b endoleak is the type 1b flow. Possible cause is the dissecting anatomy which could have contributed to the type 1b flow. The safety and effectiveness of the zta has not been evaluated in the patients with dissections. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.